Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-02713, and 3005099803-2016-02714 for the other associated device information. It was reported to boston scientific corporation that two microknife rx 3l needle knife were used in the bile duct during an endoscopic retrograde cholangiography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure while using the device to gain access into the bile duct, the needle detached inside the patient. A second microknife rx 3l needle knife was used; however, the same issue occurred. The detached needles were retrieved using forceps. The procedure was completed with a third microknife rx 3l needle knife. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.